Event description:
A complaint of imprecise sequential readings was received on a freestyle mini meter at a hospital. Readings of 55 and 500mg/dl were obtained within a ten minute timeframe. Further tests were performed and readings of 77 and 500mg/dl were obtained, also within ten minutes. When plotted on a parkes error grid the results fall in the 'c' zones showing the difference to be clinically significant.